Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, liquid collection, and edema. Weekly punches were performed where liquid was extracted and an unspecified medication was given as treatment. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, deformation and white particles. A microscopic analysis was performed which identify no other observation. Based on the device analysis the final assessment is: -no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, liquid collection, and edema. Weekly punches were performed where liquid was extracted and an unspecified medication was given as treatment. The device has been explanted.

Manufacturer narrative:
Information contained in this record was previously submitted through psr on 22jan2019 and 22apr2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade IV. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, liquid collection, and edema. Weekly punches were performed where liquid was extracted and an unspecified medication was given as treatment. The device has been explanted.